Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels reaching 366 mg/dl. Reportedly, elevated bg levels was due to hormonal changes, and the pump settings needed to be adjusted. Customer addressed elevated bg levels by not eating and delivering insulin. Reportedly, customer will be meeting with their health care professional to discuss pump setting adjustments.